Event description:
It was reported that the pt felt pain in her legs when the physician tried to bolus dye through the catheter. They were unable to clear the catheter for dye study. Upon closer investigation on (B) (6) 2010, under fluoroscopy there was a "ball of mass at the tip of the catheter." The catheter was revised the next day and the physician pulled the catheter back very easily and then placed a new catheter. There was a pink substance present in the very distal holes of the catheter and the more proximal holes had a black substance present in them. The tip of the catheter was sent off to a lab for analysis. When the new catheter was placed it went through the "granuloma" with ease and the catheter tip was placed one vertebral body above where the "granuloma" was located. The pt was on 11.17 mg/day of morphine and clonidine which was reduced to 6mg/day. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).